Manufacturer narrative:
Two used devices were received for evaluation (both were contaminated with blood). Visual inspection through the bag, did not identify any abnormalities that could have contributed to the reported condition. Since the samples were contaminated with blood, no further analysis was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink system extension sets experienced bolusing and backflow of the patient¿s blood back up into the tubing. It was reported that approximately 2ml of blood backed up into the tubing which resulted in the patient becoming hypotensive (systolic blood pressure in the 60s). This event occurred during patient infusion. The set was changed three times and the same issue kept occurring. The clinical nurse confirmed the set was primed correctly per the product's directional insert. The filter was taped at the position of the heart. There was no air in the line observed prior to the backflow occurring. There was no secondary line set up. The patient received unspecified care for this event and recovered. No additional information is available.